Event description:
The customer reported that the ems crew stated that the autopulse platform (sn 32213) failed to function during a cardiac arrest call. The crew did not provide a detailed description of what went wrong. Manual CPR had to be delivered instead. The customer noted that the impact was the need to switch to manual CPR, which required additional manpower at the time. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.